Event description:
The sales rep reported that the certas valve was explanted because it would not program. A new valve was implanted and the patient is okay.

Manufacturer narrative:
Upon completion of the investigation it was noted that the cam mechanism was up and not sitting as per specifications. When tested the valve failed the programming test as the cam mechanism did not move. The device passed all other tests. The lot record review could not be conducted as the lot number provided was not valid. The root cause for the problem reported by the customer could not be determined. (B)(4) has been opened to investigate the problem. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.